Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect. Device similar to device approved in us under k090140. Summary of investigational findings: significant tilt cannot be confirmed on the imaging. However, there are evidence on penetration on the imaging. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 29 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot # e3226982) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was >= 16 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 21.9. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 11.8 degrees. On (B)(6) 2015, post-procedure x-ray: site: filter tilt was >= 16 degrees. Analysis: the angle of filter tilt in the ap view was 4.1 degrees and 1.5 degrees in the lat view. Patient outcome: the filter remains in place after three failed removal attempts.

Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-2-uni-celect. Device similar to device approved in us under k090140. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 29 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot # e3226982) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was >= 16 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 21.9. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 11.8 degrees. On (B)(6) 2015, post-procedure x-ray: site: filter tilt was >= 16 degrees. Analysis: the angle of filter tilt in the ap view was 4.1 degrees and 1.5 degrees in the lat view. Patient outcome: the filter remains in place after three failed removal attempts.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect. Device similar to device approved in us under k090140. (B)(4). Summary of investigational findings: significant tilt cannot be confirmed on the imaging. However, there are evidence on penetration on the imaging. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 29 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect(tm) filter (lot # e3226982) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was >= 16 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 21.9. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 11.8 degrees. On (B)(6) 2015, post-procedure x-ray: site: filter tilt was >= 16 degrees. Analysis: the angle of filter tilt in the ap view was 4.1 degrees and 1.5 degrees in the lat view. Additional information received on (B)(6) 2016: the 12 month CT was done on (B)(6) 2016 (365 days post procedure). The CT revealed no evidence of filter embolization. The highest grade of filter leg interaction with the ivc wall was 2. Analysis of the CT revealed no evidence of filter embolization. No legs had a grade 0 or a grade 3 interaction with the ivc wall. Nine legs had a grade 1 and one leg had a grade 2 interaction with the ivc wall. Analysis noted, "2 legs not visualized (struts)." The 12 month x-ray revealed no evidence of filter fracture, embolization or migration. Filter tilt was 6 to < 11 degrees. Analysis of the pre-retrieval x-ray revealed no evidence of filter fracture, embolization, or migration. There was evidence of filter deformation, "bending of the filter." Analysis noted, "very mild bowing or bending of the superior filter." The angle of filter tilt in the ap view was 2.5 degrees and in the lat view was 11.7 degrees. Patient outcome: the filter remains in place after three failed removal attempts.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect. Device similar to device approved in us under k090140. (B)(4). Summary of investigational findings: image review demonstrated a 17° posterior tilt on sagittal reformats and a persistent penetration by multiple primary filter legs; one grade 3 interaction with the duodenum, 2 grade 2 penetrations, and one grade 1 penetration. Also, the filter hook was found completely penetrating through the ivc wall leading to difficulty in prior attempts at retrieving the filter. However, given the images from the retrieval, it is presumed the degree of hook penetration increased after the unsuccessful retrieval attempt, and is a direct result of the maneuvers used in attempting to retrieve the filter. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 29 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect filter (lot # e3226982) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was >= 16 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 21.9. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 11.8 degrees. On (B)(6) 2015, post-procedure x-ray: site: filter tilt was >= 16 degrees. Analysis: the angle of filter tilt in the ap view was 4.1 degrees and 1.5 degrees in the lat view. Additional information received on 24jun2016: the 12 month CT was done on (B)(6) 2016 (365 days post procedure). The CT revealed no evidence of filter embolization. The highest grade of filter leg interaction with the ivc wall was 2. Analysis of the CT revealed no evidence of filter embolization. No legs had a grade 0 or a grade 3 interaction with the ivc wall. Nine legs had a grade 1 and one leg had a grade 2 interaction with the ivc wall. Analysis noted, ¿2 legs not visualized (struts)." The 12 month x-ray revealed no evidence of filter fracture, embolization or migration. Filter tilt was 6 to < 11 degrees. Analysis of the pre-retrieval x-ray revealed no evidence of filter fracture, embolization, or migration. There was evidence of filter deformation, ¿bending of the filter.¿ analysis noted, ¿very mild bowing or bending of the superior filter.¿ the angle of filter tilt in the ap view was 2.5 degrees and in the lat view was 11.7 degrees. Patient outcome: the filter remains in place after three failed removal attempts.